Event description:
It was reported that the insulin pump was cracked. The customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, missing display window, broken off end cap, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.